Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and the helix mechanism was unable to be extended upon repositioning. The lead was explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted the outer insulation was torn 25 centimeters (cm) from the terminal pin. Resistance testing verified the lead was continuous. X-ray identified the inner coil near the tip end had deformed conductor coils, which was likely related to the explant procedure and may have attributed to the helix difficulties experienced.